Event description:
It was reported that there was damage to the pump housing surrounding the usb port, impacting the customer's ability to charge the pump. There was no reported impact on the customer¿s blood glucose level. Technical support confirmed that the pump was within warranty and arranged for a replacement. The customer was informed of the need for the replacement but did not disclose what backup therapy would be used. Additionally, instructions were provided for the return of the damaged pump, including using a pre-paid label and return box.